Event description:
It was reported that there was not enough pressure and flow in arctic sun device. Per wo review on 27feb2023, there was no patient involvement, and the issue was found during testing of device. Per follow-up on 03mar2023, device would be sent to crs medical for repair. Preventive maintenance would be performed. Per sample evaluation results received on 10apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. During evaluation, it was confirmed that the flow/pressure issue was evident on the device. It was stated that the mixing pump was found defective. It was also stated that the fill tube was very dirty. It was noted that the fill tube and mixing pump were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to inadequate system maintenance. However, this cannot be confirmed. During evaluation, it was confirmed that the fill tube was very dirty. Fill tube was replaced. The device passed the procedure and can be placed back into normal use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun¿ temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun¿ temperature management system service manual for additional information." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was not enough pressure and flow in arctic sun device. Per wo review on 27feb2023, there was no patient involvement, and the issue was found during testing of device. Per follow-up on 03mar2023, device would be sent to crs medical for repair. Preventive maintenance would be performed. Per sample evaluation results received on 10apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. During evaluation, it was confirmed that the flow/pressure issue was evident on the device. It was stated that the mixing pump was found defective. It was also stated that the fill tube was very dirty. It was noted that the fill tube and mixing pump were replaced.